Event description:
It was reported that during the beginning of a da vinci prostatectomy procedure, the customer experienced an unrecoverable system error code #20013. With the assistance of an isi technician support engineer, the customer exercised the affected patient side manipulator (psm) arm axis, however, the system error code #20013 recurred. The patient was under anesthesia and the port incisions had already been made when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date.

Manufacturer narrative:
The investigation conducted by field service engineering, found system error code #20013 in the system error logs and determined that the error code was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #20013 appears when the davinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system put da vinci in a "recoverable safe state". The psm was returned to isi for failure analysis investigation. Engineering concluded that an axis potentiometer had malfunctioned, thus generating the system error experienced by the customer. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hospital.